Manufacturer narrative:
Pt date of birth is unknown as it was not provided. Pt patient gender is unknown as it was not provided. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The field service found no issues with the operation of phacoemulsification unit. In addition, the fss tested customer¿s handpieces as the customer informed the fss of having tuning handpiece problems. All handpieces were found to be within specifications. Furthermore, while at site, the nurse stated the phaco unit would hang up when switching different model footpedals. The fss found the staff would not properly replacing/swapping footpedals correctly and provided training awareness. The fss performed a preventative maintenance and a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient's operative eye. A suture was required to close the wound. A brief description of the event was that it was a very slight leaky wound, like a light burn. It appeared to be a white milky substance then as aspirated. Comment was that cannot believe it's a burn but incision is opaque and acts like one.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.